Event description:
Mother reported that the monitor did not alarm as she expected when her child has a 16 second apnea event. During testing, the monitor alarmed continuously due to poor cleanliness of a circuit board.